Event description:
It was reported that the customer's insulin pump had a blank display even after inserting a new battery. The customer's blood glucose was 170 mg/dl. Troubleshooting was done. The customer stated that the battery and compartment and the spring were neither damaged nor corroded. Advised customer to insert a new aaa alkaline battery. The customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.